Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility was compromised. A 2.25 x 24 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the packaging was tried to be opened, the packaging was stuck and difficult to open. When the stent was taken out, the stent fell on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.